Event description:
(B)(4).

Manufacturer narrative:
Our tech support went through multiple trouble shooting issues with the customer and explained that there were a number of different situations that may cause the display to lose video signal. Customer was going to call back if issue persists. We followed up with the customer and were told by their biomed that the issue was resolved by replacing the video cable and that the defective cable had already been disposed of.